Event description:
The davinci tip cover accessory had holes in it. This was discovered prior to use, and the lot was pulled from the shelf and returned to the manufacturer for credit. Had it been used, the potential existed for there to be arcing.

Event description:
Customer reportedly received results of 308 mg/dl obtained on the arm, and 149 mg/dl obtained on the finger within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.